Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2023, the user contacted dario to report inconsistent blood glucose (bg) readings. The user, who has three dario meters, reported that when he tests his bg level side by side, he never receives the same readings from each of the meters.